Event description:
During a percutaneous transluminal angioplasty a contra-lateral approach was made to reach the iliac artery. The vessel was neither tortuous nor calcified. The balloon was introduced to predilate the lesion. The lesion was reached without difficulties however when balloon was inflated it would not inflate. The balloon was inspected after taken outside the body and a pinhole was seen in balloon. There was no pt injury and procedure was terminated with other balloon. There was no demopgraphic pt info available. This product will return for eval and testing.